Manufacturer narrative:
The investigation is on-going at this time. No product has yet been returned for analysis. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center had a patient with known peripheral arterial disease, and many other cardiac and systemic comorbidities, suffer from a dissection to the femoral after attempted insertion of the impella cp. The vessel was observed to be dissected and the patient had contralateral leg angiography done and was sent for iliac artery repair. Three days after the explant of the impella the patient had limb amputation.

Manufacturer narrative:
Since the original report was filed the investigation has completed. There was no product returned for analysis, only the clinical report was reviewed. The patient was reported to have native peripheral arterial disease. The native patient condition allowed for the formation of the clot and limb ischemia. The failure mode will be monitored and trended.